Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. During functional evaluation of the device the complaint issue of failure to charge was confirmed, the root cause of this failure mode was found to be due to a defective mainboard. Following the complaint assessment suitable repairs were conducted and the device was tested and confirmed working within expected parameters. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the machine only works on power supply; no battery autonomy.